Event description:
The field service engineer reported a pump with failure code 500:320. This failure code ocurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary: the reported condition of failure code 500:320 was confirmed in the pump's event history file during product evaluation. Failure code 500:320 could not be duplicated during evaluation and therefore no corrections related to this failure code were performed on the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated. The device was evaluated on site.